Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507153 lv lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device did not meet the expected longevity. The device remains in use. No patient complications have been reported as a result of this event.